Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-33, lot#: va1jqqc, product type: lead. The event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2017, the doctor changed the leads because the leads had moved and where not where they were supposed to be. The patient noted that there where no falls/trauma. No symptoms were reported. No further complications were anticipated/reported.